Event description:
It was reported the stent was unable to reach the lesion following balloon angioplasty. Several attempts were made to advance the stent system to the lesion which resulted in the stent breaking. The stent system was sucessfully removed from the patient and the procedure was subsequentially discontinued. There was no consequence or impact to the patient.

Event description:
It was reported the stent was unable to reach the lesion following balloon angioplasty. Several attempts were made to advance the stent system to the lesion which resulted in the stent breaking. The stent system was successfully removed from the patient and the procedure was subsequentially discontinued. There was no consequence or impact to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The outer body was severely compressed at several places along its distal shaft length both proximal and distal to the stent location and a large amount of blood as observed in the outer body during visual inspection. The outer body was also notably kinked on its proximal shaft and compressed on its middle shaft. The inner body was returned within the outer body of the device. Attempts were made to flush the outer body with water but the inner body could not be pulled out of the outer body and were found to be kinked/compressed in the same locations as was observed on the outer body. In addition, a small amount of blood was observed within the inner body. The inner body bumper marker was 2.0 cm proximal to the outer body distal end. The inner body was kinked and separated on its proximal shaft. No anomalies were found on the returned rotating hemostasis valve (rhv). The stent was not returned for analysis. Based on the information provided and analysis of the device, it is likely procedural factors caused the performance of the device to be limited. Therefore a root cause of operational context was assigned.